Manufacturer narrative:
Date sent to FDA: 08/21/2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process. (B)(4) submitted for adverse event which occurred on (B)(6) 2015. (B)(4) submitted for adverse event which occurred on (B)(6) 2017.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2015 during which the surgeon noted the mesh was debrided from the abdominal wall, removing the mesh and suture material. The diagnosis was infected hematoma and infected prosthetic mesh of the abdominal wall. It was reported that the patient underwent ventral hernia repair surgery, exploratory laparotomy, lysis of adhesions and resection of infected foreign body on (B)(6) 2017. It was reported that the patient experienced severe pain, inflammation, infection, abscess, hematoma, recurrence, scarring, bulging, loss of appetite, stress and anxiety. No additional information was provided.